Event description:
It was reported the patient completed multiple pt sessions without improvement in rom and complained of stiffness and difficulty ambulating. Open arthrolysis with revision of the femoral component and replacement of the articular surface occurred nine months post implantation without any known complications. No further details are available at this time.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted 42512200611 persona articular surface fxd brg ultracongruent lt 11mm lot# 64685933 MDR: 3007963827-2024-00080. Additional associated products: 42532007901 persona natural tibia 5deg stemmed sz g lot# 65557066. 42540200035 persona all poly patella 35mm x 9mm cemented lot# 65840914.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. H6-component code- suggested code: mechanical (g04) femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: limited rom with pt sessions and patient walks with stiff knee and short-stride gait. Radiographs were not sent for review as they are undated and would not be able to correlate timing to the reported issues. The complaint is confirmed via medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.